Manufacturer narrative:
Exact age at time of event is unknown. Patient age is between 61 and 70 years old.

Event description:
It was reported that, during the endoscopic procedure to treat urolithiasis, the fiber touched the kidney tissue causing a hemorrhage. A ureteric stent was inserted in order to treat the hemorrhage. After the procedure, but prior to being discharged, the patient developed an infection. It was determined that the infection was not related to the device.

Manufacturer narrative:
Exact age at time of event is unknown. Patient age is between 61 and 70 years old.

Event description:
It was reported that, during the endoscopic procedure to treat urolithiasis, the fiber touched the kidney tissue causing a hemorrhage. A ureteric stent was inserted in order to treat the hemorrhage. After the procedure, but prior to being discharged, the patient developed an infection. It was determined that the infection was not related to the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.